Event description:
The patient reported the surgeon implanted a 12.6mm micl12.6 implantable collamer lens in his right eye (od) on (B)(6) 2012. The patient indicated he was prescribed eye drops for at least three consecutive months due to having high pressure. The patient had a phakic pupillary block and medication was required. The lens remains implanted. The patient's prognosis is excellent and the post-op va was 20/20.

Manufacturer narrative:
(B)(4): evaluation: method - work order search, medical review. Results - a lens work order search was performed and no similar complaints were found within the work order. Medical review - review of this file indicates that the patient experienced increased intraocular pressure post-icl implantation. This adverse event is commonly caused by either retained viscoelastic or non-patent peripheral iridotomies. The surgeon is advised to burp the paracentesis incision and observe for subsequent pressure rise, or enlarge the peripheral iridotomies if they are deemed to be closed. Either way, this condition is usually temporary and resolves after the above interventions are performed. Conclusions - (no conclusion can be drawn): based on the complaint history, work order search and medical review, a specific root cause of the event could not be determined. (B)(4): lens remains implanted.